Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera on both cardioplegia and patient side. The laboratory report confirming the reported contamination has been provided to livanova. The device was in use outside the operating room and following microbial contamination test results it has been put out of service. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same customer, livanova learned that the device is cleaned regularly as per the instructions for use and the water quality monitoring is applied and the h2o2 is checked every day. A disposable pall-aquasafe water filter with an 0.2 ¿m membrane for tap water or an equivalent performance filter is used and when the device is not used, it is stored drained. The hospital does not use patient reusable blankets. Before initial operation and storing the heater-cooler, the surfaces and water circuits are disinfected and the device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use, with the fan positioned opposite to the patient at an estimated distance between the surgery field and the device of two (2) meters. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.